Manufacturer narrative:
B5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. On a separate visit the lens was exchanged and the problem was resolved. Cause reported as user error. D6b- (B)(6) 2024. Claim# (B)(4).

Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial in liquid with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. On a second visit the lens was explanted. On a third visit a replacement lens of the same model and size but different diopter was implanted. The replacement lens resolved the problem. Cause reported as user error. D6b- (B)(6) 2024. Corrected data; d4: primary unique device identifier (UDI) #: (B)(4), "UDI related data quality updates only." Claim# (B)(4)

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was explanted. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.